Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b5, d1, d4, d5, e3, g2, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 10-oct-2022 to 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was down/corrupt. The hospital information technology department rebooted the station, and the issue appeared to be resolved by itself. The system functioned as intended after being accessed by the technical support specialist.

Event description:
It was reported by the customer that there was a server outage on the bd pyxis medstation es system, and they are now unable to dispense medications to the patients. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. The customer also indicated he had been informed that there were 2 out of 13 dbs (databases) down or corrupt.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had no software corruption. The hospital information technology department rebooted the station and the issue appeared to be resolved itself. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system unexpectedly stopped responding, preventing to dispense medication to patients. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.